Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 28x3.00mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed and upon inspection outside the patient's body, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the mid-section (9th to 12th row from proximal edge) of the crimped stent were distorted, damaged & lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).